Manufacturer narrative:
Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera® include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had a deflation. Patient had CT scan completed and the physician noticed the balloon may be slightly deflated. An egd was scheduled to confirm deflation and the scan did not find the balloon in the gi tract. The physician is assuming the balloon deflated and was passed by the patient. Replacement surgery was scheduled for the patient.